Event description:
During the middle of the endarterectomy, the balloon burst and there was significant bleeding as a result. Balloon could not be advanced over the wire or pulled back over the wire. Manufacturer response: for inflatable balloon, advance lp35 (per site reporter) unknown